Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone all that the insulin pump died that morning. The insulin pump alarmed battery out limit and later the screen was blank. Customer's blood glucose level was 526 mg/dl. The insulin pump also alarmed bad battery and weak battery. The customer's mother was unable to remove the battery cap. The customer treated his blood glucose level with a manual injection. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no failed battery, battery out limit, weak battery, bad battery or blank display noted. The pump was received with a stripped battery cap coin slot. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.